Event description:
The company was informed that the patient's device migrated. The patient underwent surgery to reposition the device. During surgery, the surgeon decided to explant the patient's device. The patient was reimplanted with another advanced bionics cochlear implant.